Event description:
During insertion of central catheter at right internal jugular, guidewire uncoiled around it and "remnentl" remained embedded in pt neck. On 1/12/01, pt to operating room for removal of retained piece.